Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5077394/5104052, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having left leg nerve pain and weakness that was believed to be procedure related. It was also reported that the lead hit one of their nerves and was bugging the patient a lot. The patient underwent an explant procedure.